Event description:
It was reported that during the implant attempt, the lead helix would no extend or retract, and upon placement, the lead exhibited high impedances. The lead was not used and another lead was implanted. Upon removal of the lead from the body, the helix was tested, but still would not extend or retract. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was blocked by the guide tooth, and was disengaged from the helical channel. Blood was found in/on the helix/lobe mechanism, and the number of turns to extend/retract the helix exceeds specifications. The lead appeared to have been damaged at implant.